Manufacturer narrative:
A ge service rep performed an on site investigation. The filament driver was replaced and calibrated. Also, the high voltage candle sticks were lubed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a filament regulator error code message. No report of pt or staff injury.